Event description:
Customer reported the insulin pump alarmed button error. Customer did not provide any information to pull up proper account. Customer was advised a replacement device could be sent. Customer declined and ended call. Blood glucose was not provided. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.